Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5139559/5158166.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that the device felt like there was a knot in the back on the anchor site. The patient underwent an explant procedure wherein the ipg and leads were removed. The explanted devices were not returned.